Event description:
A pt reported blood glucose results of " 182 and 209 mg/dl" with a lifescan meter and "151 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. One control solution test was performed that reportedly was not in range.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.